Manufacturer narrative:
Expiration date: 08/2020. Manufacture date: 09/2015. Based on the available information, this event is deemed a reportable malfunction, no patient harm was reported. A batch record indicates that no non-conformances and deviations related to complaint issue were initiated. The batch record review resulted in a discrepancy which was investigated and is now closed. On the base of information received, the investigation concludes the true root cause for the issue "loss of physical integrity of unometer safeti plus product" cannot be identified. No corrective actions are required at the moment. Trend of such complaints issue will be monitored. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on: june 27, 2016. (B)(4).

Event description:
It was reported that the chamber of the device fractured during use. The device had been used for three (3) days when the fracture was noted. The device was replaced. No patient information was provided including indication, history or outcome.

Manufacturer narrative:
Updated data: (omitted codes). This supplemental report is being submitted to correct and update (report source) as (user facility) was checked in error when submitted on the initial MDR, MFR report# 3007966929-2016-00045 on june 27, 2016. This report is to further clarify, that there was a discrepancy found during a previous associated investigation, which is closed. Sterilization was performed in accordance with parameters. The batch was released according to requirements. The batch record for this reported event did not reveal any discrepancies/deviations that were related to the complaint issue. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 08, 2016. (B)(4).